Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the navigation system camera, the system was functioning as intended.

Manufacturer narrative:
The suspect camera was returned for evaluation. Analysis found that the positioning sensor unit (psu) had been impacted leaving marks on the housing and scratches on the edge of the lens. The complaint was confirmed. An electrical issue was identified.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera failed the accuracy test. There was no patient present when this issue was identified.

Manufacturer narrative:
The camera base returned from the vender and they replaced the enclosure, optical bench, and right illuminator window. The returned unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera failed the accuracy test. There was no patient present when this issue was identified.